Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (damaged cables) has been confirmed. Upon investigation the electrode belt was unable to complete detect and treat test. The cause for the failure was isolated to broken wires in the cable connecting the distribution node (dn) to the rear therapy electrode. The root cause for the damaged wire was excessive force. No adverse event resulted from the damaged electrode belt.

Event description:
A us distributor reported that a patient's electrode belt was damaged.